Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to baxter of a continu-flo set in which it was difficult for the nurse to push saline through the first y-site, which was between the check valve and the clamp. Following the incident, the nurse was capable of getting fluid through the y-site. The syringe used in this incident was a cardinal 10 ml syringe, and a sigma pump was also being utilized. This was discovered during patient-use. There was no patient injury or medical intervention involved. No additional information is available.